Manufacturer narrative:
Event date: exact date unknown, event occurred for quite some time.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) capable one. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.